Event description:
It was reported the output from the enseal handpiece was less than expected when resecting tissue during laparoscopic roux-en-y. The mesentery tissue was grasped in the jars of the instrument, the device activated, the I-bar advanced and the tissue effect was less than expected, with little coagulation and resultant bleeding. The handpiece was placed on a second enseal generator and the tissue effect was as expected. No patient consequence occurred. One enseal generator will be returned for analysis by the customer. Patient information was requested but none was available.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
Additional information received: the customer said they would perform the calibration procedure and call back if the unit needs to be sent in for service. No device will be returned.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.